Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event was observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 6.5-9.0cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 6.5-10.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
This report is to advise of an event observed during analysis.